Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The stent was inadvertently deployed approximately 4mm from the distal end of the middle sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent partial deployment occurred. During preparation, a 6x80x120 epic¿ stent was selected to treat the lesion. As the physician attempted to load the device onto the guide wire, it was noted that the stent was slightly deployed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent partial deployment occurred. During preparation, a 6x80x120 epic stent was selected to treat the lesion. As the physician attempted to load the device onto the guide wire, it was noted that the stent was slightly deployed. The procedure was completed with a different device. No patient complications were reported.